Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6). The codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power-up event, with an associated motor start event, logged on 07/oct/2024 at 07:35:48, indicating a loss of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power was not available for analysis. The controller was without power for eleven (11) seconds. Review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 07:35:48, indicating a physical disconnection of the driveline from the controller. Log file analysis also revealed a motor start event recorded on 07/oct/2024 at 07:36:00 in which the motor start parameters were atypical. As a result, the reported events were confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 28-feb-2021 / serial#: (B)(6) d9: n0 h3: no h4: mfg date: 28-02-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) experienced a motor start event outside the typical range. The vad is included in the subgroup 3 population for delay or failure to restart. The restart occurred because the patient accidentally disconnected both batteries from the power source. No patient complications have been reported as a result of this event.